Manufacturer narrative:
Patient information was not provided for reporting. Date of postoperative helical blade cut-out is unknown. Additional device product code: hwc. (B)(4), expiration date unknown, lot number unknown. Original implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail (tfn) hardware removal and revision (involving the helical blade only) on (B)(6) 2017. The original tfn procedure was performed on an unknown date. Subsequently, on an unknown date after the original procedure, the patient fell, causing the helical blade to cut-out. Patient also reported with pain. The revision was performed to replace the blade with a shorter one, due to the cut-out. The original helical blade was removed and a new, shorter one was implanted. The original nail and locking screw remain implanted. Removed hardware included: the original helical blade (fully intact). There was no reported surgical delay, no fragments involved, no additional x-rays or other medical intervention. The procedure was completed successfully with the patient in stable condition. This report addresses the revision surgery due to helical blade cut out. The intraoperative issue of helical blade inserter bending during the helical blade removal procedure has been reported under linked complaint (B)(4). Concomitant devices reported: tfn nail (part # unknown, lot # unknown, quantity 1), 5.0mm locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 11.0mm ti helical blade 95mm-sterile. This is report 1 of 1 for complaint (B)(4).